Event description:
After administering the antiemetic, the chemosafe lock infusion set was connected to administer lepopolinato. Afer a while the patient pointed out that even though the set was connected, medication was leaking from the back spike and the connection point of the infusion set, so the set was reconnected. After that there were no leaks. When connecting there was a click sound. Since there were no further leaks we continued to use it. A complaint was received regarding a chemosafelock bag spike that experienced leakage. The reporter stated "event: leakage". Use of actual sample was after use. The set was not contaminated with blood or body fluid. There was no reported impact of event on patient and medical institution worker. 1 involved defective set and 1 actual sample is not available for investigation. Sample picture is not available. There was no patient involvement and no patient harm. Translated from japanese electronically; "after administering the antiemetic, the chemosafe lock infusion set was connected to administer lepopolinato. After a while the patient pointed out that even though the set was connected, medication was leaking from the back spike and the connection point of the infusion set, so the set was reconnected. After that there were no leaks. When connecting there was a click sound. Since there were no further leaks we continued to use it."

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. D4, g4: model number is not sold in the us but similar device is sold under model kl-bs001. This product was used for the 501k. E1: complaint was received through: (B)(6). Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
The complaint of leaks on item kl-bs001u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.